Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged, but still operable. The following information was provided by the initial reporter: "it was reported by customer that IV pump was beeping air in line and discovered a crack in line at section that sits inside the pump. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a crack in the pumping segment causing an air in line alarm was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.